Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent had already been fully deployed and was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported deployment difficulties. Based on the reported information, it appears that the stent did not fully release from the delivery system causing the stent to pull out with the delivery catheter during removal. It may be possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly engage the stent during the final deployment stroke; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the superficial femoral artery that was both moderately calcified and tortuous. It was confirmed under fluoroscopy that the supera stent was deployed and implanted. The deployment lock was unlocked to release the stent and the delivery system removed from the patient; however, the stent could no longer be seen under angiography. The stent was confirmed not in the patient and not within the delivery catheter. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another 5.5 x 100mm x 80cm supera stent was successfully implanted. No additional information was provided.